Manufacturer narrative:
Updated sections: UDI # (B)(4). The reported complaint was not confirmed as no product was returned for evaluation. The device history record (DHR) was reviewed and showed no abnormalities related to the reported failure. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. Additional information received stated that there was less than 10 minutes delay in surgery while they exchanged the clamp with a working skull clamp. The device was isolated, tagged with orange tape, and was given to or management to be sent back for repair.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation. The ratchet extension arm would not go through the base smoothly. The reported complaint was confirmed via inspection of the unit as it did not meet all specific functional tests. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward

Manufacturer narrative:
The device is unlikely to be returned to the manufacturer for analysis as it still is currently implanted to the patient. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse clinician reported that on (B)(6) 2020, the a1059 mayfield modified skull clamp ratcheting mechanism was not working properly. The unit was tested and not safe to be used on patients. The ratcheting was too tight. Unit had discoloration. The device was not in contact with patient, with no patient injury reported. There was no delay surgery and no adverse consequence caused by the delay. Additional information has been requested.